Event description:
Pt's pump (sn (B)(4)) infused all of cartridge contents (remodulin) in one day instead of over 3 days. Pt not experiencing any side effects at this time. Sending replacement. Spontaneous; no other info available. The reported product fault occurred while in use with a pt. It was unk if the product issue caused or contributed to pt or clinical injury. We replaced the device. Strength: 2.5mg/ml. Dose or amount: 7.27 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.